Event description:
On (B)(6) 2015, intuitive surgical, inc. (Isi) received medwatch report mw5040527 from the FDA with the following event description: vessel sealer not burning. No harm to patient. On (B)(6) /2015 isi contacted the site's risk manager regarding the reported event. According to the risk manager, the surgical procedure was a sleeve gastrectomy procedure. The risk manager indicated that there was no patient harm, adverse outcome or injury as a result of the reported event and the planned surgical procedure was completed with the da vinci surgical system. The risk manager was unable to provide any other details regarding the reported event.

Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the injury sustained by the patient. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci sleeve gastrectomy procedure, allegedly, the endowrist one vessel sealer instrument would not seal. While there was no harm to the patient; recurrence of the alleged failure mode could likely cause or contribute to an adverse event if the failure mode were to recur.